Event description:
Pt received psychiatric electric shock therapy around 1970. Treatments were received for depression, but did not relieve depression. Depression has continued and gotten worse at times even. Suffered short and long term memory loss, some of which has not returned. Pt had to re-learn job. Pt feels less healthy, and has been sick much more frequently since the shock therapy. Pt's personality has changed some for the worse, and is not as happy as before.